Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: b7.

Manufacturer narrative:
Patient codes: 2330,1685,2687,1970,2144,1858,2191,2601,3189 - surgical intervention,3191 - mesh migration. It was reported that the patient had a removal surgery on 9/18/2019. It was reported that following the procedure the patient experienced hernia recurrence, bowel obstruction, adhesion, discomfort, abdominal pain, mesh migration, nausea, vomiting, fevers, chills and abdominal distention.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) /2014 and two meshes were implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.